Event description:
Baxter affiliate reported 1 incident of "one of two occluder feet in the miniset transfer set broke" during patient use. Per affiliate, no patient injury or medical intervention was associated with this incident.